Event description:
This report was received as part of an international pre-pms 5 year clinical study that was both retrospective and poart-prospective in nature. The clinical report indicates an access port leak.